Manufacturer narrative:
(B)(4).

Event description:
A pt experienced a "sticking" sensation at the implanted neuro stimulation device site following a fall. The pt requested that a company representative be available for her scheduled appointment with a physician on (B)(4) 2010. The pt's outcome was not reported. Additional information is being requested, and will be provided in a f/u report as it becomes available.